Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump's history revealed that the time and date defaulted to factory settings. The total daily insulin delivery was found to be inconsistent due to time and date change. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. During the evaluation, the pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Event description:
The reporter stated that on (B)(6) 2012 the patient experienced blood glucose (bg) of 70 mg/dl and was confused. The reporter stated that the patient had just had a protein drink prior to the incident, and was taken to the ER subsequent to the reported bg excursion. The patient's bg at the time of the ER visit was reportedly 100 mg/dl, and the patient was not admitted. There was no reported medical intervention. The reported noted that the am and pm were off, resulting in basal rate delivery being incorrect. The reporter stated that the time and date had been resetting with battery changes, and that the time had been reset incorrectly with the last battery change. The reporter could not recall when the last battery change was or how long the time had been incorrect on the pump. The time reset issues is not likely to cause an adverse event, as the pump displays the "verify" screen after it is rebooted and the time and date must be set to confirm the "verify" screen. This complaint is being reported because the patient was taken to the ER for possible hypoglycemia.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.